Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: during investigation, moisture corrosion was observed in the battery compartment. A crack was observed in the battery compartment. A leak test was performed and a leak was identified at the battery compartment crack. The pump cover was opened and moisture was observed throughout the pump, notably at the vibratory motor contacts. Unrelated to the original complaint, the audio bolus button cap was found to be damaged and identified as a leak during the leak test. The display was found to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress - battery compartment) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.